Event description:
Infusion pump was inaccurate and running too fast. This condition was found during biomed testing. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event. No add'l contact info was provided.